Event description:
This serious spontaneous case was from a nurse practitioner in the us. The pt, a (B)(6) caucasian female, (B)(6) received euflexxa (1% sodium hyaluronate) into the knees bilaterally and was admitted to the hosp for cellulitis of the right calf. On (B)(6) 2011, the pt received her first euflexxa injections, bilaterally into the knees. On (B)(6) 2011, the pt received her second injections bilaterally into the knees. On (B)(6) 2011, the pt was admitted to the hosp for cellulitis of the right calf after having had a superficial scratch of the area. The hosp stay was less than one week (discharge date unk). The nurse practitioner reported that she did not feel the hospitalization was related to euflexxa. Gauge and brand of needle used for administration was unk by the reporter. It was not known if therapy with euflexxa continued. Concomitant medications were reported. Medical history was reported and also included peanut oil and avocado allergy, and chronic slow wound healing. The pt was a non-smoker and did not consume alcohol. Further info has been requested. If new significant info is received, a re-eval of the case will be performed.

Manufacturer narrative:
Company causality: possible, based on the info available at the time of this report.